Manufacturer narrative:
This report serves as summary reporting of serious injury events. The notification of these events was provided 12/28/2006 by the law firm as result of claims. [See scanned pages].

Event description:
None